Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and whether the patient was hospitalized for the event were unknown. On an unreported date, the patient began treatment for the event with injection (inj) vancomycin (2 grams, every 5 days, route not reported), inj fortum (1 gram, once daily, route not reported). And inj heparin (500 "in"/l, frequency and route not reported). The outcome of the peritonitis was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.